Event description:
It was reported that during guidewire advancement into the anterior communicating artery (aca), the tip detached within the guide catheter. The guide catheter and guidewire tip were removed together. The patient was reported to have suffered a stroke and aggrastat (dose unknown) was administered. No additional information is available.

Event description:
It was reported that during guidewire advacement into the anterior communicating artery (aca), the tip detached within the guide catheter. The guide catheter and guidewire tip were removed together. The patient was reported to have suffered a stroke during guidewire navigation and agrastat (dose unknown) was administered. It was reported that the patient expired approximately 3 days post procedure (unknown date). The cause of death is unknown; however, the physician did not relate the patient's outcome directly to the device, but due to manipulation of the guidewire during procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. A review of the labeling found that the patient outcome of death is listed in the directions for use as a potential risk associated with such procedures. Visual inspection confirmed that only 3 cm from the distal end of the wire was received. Device analysis of the fractured site revealed that the fracture occurred due to a bending cyclic movement. No material anomalies were found. Additional information indicated that the patient's outcome was not related directly to the device but due to manipulation of the device during procedure. Therefore, a root cause of operational context has been assigned to this investigation.